Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the cursor and stylus was misaligned, the display was confirmed to be the cause of the issue. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. It was noted that the issue was unknown. The programmer was received for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.